Event description:
The user facility reported a 55 year-old male was implanted with an impella 5.5 device mechanical circulatory support. The complainant reported a high purge pressure that was ultimately resolved with adding heparin in the purge solution. Prior to this issue, a leak was noted at the yellow luer of the device's side arm. There was no harm to the patient in regards to the reported issues.

Manufacturer narrative:
The investigation for the purge pressure high issues and the leaking purge sidearm has been completed. The site did not return the device for evaluation. However, the clinical report was evaluated. Based on the clinical account that the hpp was resolved by adding heparin, the root cause of the high purge pressure was most likely due to biomaterial. The cause of the purge leak was not determined as product was not returned. This report is being filed as part of a retrospective review of historical records.